Manufacturer narrative:
(B)(4). The customer returned one 14fr manta device. The manta sheath assembly was not returned. Signs of use were observed. Visual inspection revealed that the manta footplate was protruding from the bypass tube. The manta device lever was not actuated. No other defects or anomalies were observed. See (B)(4) for investigation images. The customer report of bypass tube resistance could not be confirmed through investigation of the returned device. Visual analysis revealed that the manta footplate was protruding from the bypass tube. This could have been caused by the resistance experienced when inserting the device into the sheath or some form of unintentional handling. The manta device lever was not actuated. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit instructs the user, "note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device." Additional information was received. There was no structural damage on the lumen of the sheath. There was no bending or buckling of the bypass tube when it met resistance. Moderate resistance was met with advancing the bypass tube. There were no issues advancing or withdrawing procedure sheaths. The manta device lever was never partially actuated at any point. Without the sheath returned, the root cause of the reported valve resistance cannot be determined. Based on the customer report and sample returned, the most likely root cause is undetermined. Teleflex will continue to monitor and trend for events of this nature.

Event description:
It was reported that: "dr cannot fully advance the bypass tube into the manta sheath when using the device per IFU, half of the bypass tube remains outside the sheath, the delivery tube was advanced through the bypass tube, but user report that the delivery tube was kinked. User changed to use another 2156ne to complete the procedure without any problem."